Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having a catheter revision on (B)(6) 2018 due to a fracture of the catheter behind the pump and at the spinal incision area. The representative did not have any other information. No patient symptoms were reported. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the surgery was rescheduled for (B)(6) 2018 and the catheter remained in the patient at the time of the report. The patient's weight was unavailable. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on 12:40 pm (B)(6) 2018. It was reported that the patient reported a fall in 12:40 pm (B)(6) 2018 after which he had symptoms of withdrawal including flu-like symptoms, increased sweating and increased back pain. The hcp used fluoroscopy to determine the catheter had fractured. A catheter revision was performed on 12:40 pm (B)(6) 2018. The hcp elected to use a new pin to repair the fracture without changing the catheter length. The issue was considered resolved. The medication in the pump at the time of the report was morphine (10 mg/ml at base dose of 0.48 mg/day with 0.25 mg bolus 3x a day). The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.